Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be sent. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer after explant due to the field advisory. It was analyzed and tested out of specification. It was later reported that the device had battery depletion. Review of manufacturer's database revealed the patient died 2 days after the replacement surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The device was returned to the manufacturer after explant due to the field advisory. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer after explant due to the field advisory. It was analyzed and tested out of specification. It was later reported that the device had battery depletion. Review of manufacturer's database revealed the patient died 2 days after the replacement surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had last been seen by the clinic the month prior to death. The patient had been discharged from the hospital prior to death.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Asku